Manufacturer narrative:
The investigation of automated impella controller (aic) - loss of opm data has been completed. Console logs from the reported day of the event are consistent with the complaint. The logs showed instances of the following errors: "algs suspended opm signal invalid,"and "invalid_bad_snr_sample_mask" due to signal-to-noise ratio (snr) falling below the minimum threshold. Subsequently, peak snr error was observed. Long term log and real time log data showed that during the event, contrast values fluctuated between -3000 and 3000, and snr was near zero, indicating that light was not reaching the optical bench detector. The console was not exchanged in response to the optical signal issue. The root cause for the placement signal not reliable alarms, was not determined as the aic was not returned. B.5 additional information was received, and abiomed's medical safety officer review was completed.

Event description:
It was reported that the patient expired while on support. The patient was noted to have multiple issues and was ineligible and too sick for a heart, kidney and liver transplant. There was no interruption in support as the automated impella controller (aic) did not appear to have been exchanged or issue impacted the therapy. The device remained in service. Per medical safety officer review, the use of the device cannot conclusively be associated with the outcome.

Event description:
The complainant reported that the aorta placement signal no longer displays on automated impella controller. The patient remains on support.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Additional information was received indicating the patient had multiple issues and was ineligible and too sick for heart, kidney and liver transplant. The patient expired while on support.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. Additional information received for b1, b2, b5 and h6.

Manufacturer narrative:
Updated information: d9 device return date added. H6 component code changed to g0500701, g07001. The investigation is being updated as the device was returned for evaluation. The investigation has been completed finding the root cause of the reported pnsr alarm was due to a failing optical lamp.